Event description:
The surgeon was performing a gamma nail on a inter-troch fracture. When he put the set screw in, the flexible driver broke at the tip. The driver was removed from the field a new driver was opened from another sterile tray and the case was completed without incidence.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured in 2005) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. The tip and the flexible spring of the set screwdriver returned are significantly bent and deformed. The flexible spring is furthermore partly uncoiled. Scratches observed on the upper metal part of the shaft indicate contact between the target device and the set screwdriver during surgical procedures when the set screwdriver is being turned under misalignment to the position of the target device. The appearance and the extent of the damage indicate that too high torsional load in counter-clockwise direction was applied onto the set screwdriver (abnormal use). In case of intended use such damage would not have occurred. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to a sub-optimal intra-operative procedure at the user site. No non-conformity was identified.

Event description:
The surgeon was performing a gamma nail on a inter-troch fracture. When he put the set screw in, the flexible driver broke at the tip. The driver was removed from the field a new driver was opened from another sterile tray and the case was completed without incidence.